Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 370 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that they had the insulin pump in their bra during a swim meet. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to flattened button dome switch. No button error alarm noted during testing. Unable to perform rewind, basic occlusion, prime/a33, excessive no delivery and displacement tests due to no escape and act button response. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.